Event description:
Pt was revised to address pain and limited rom.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided info states pt complained of pain and range of motion, components were well fixed and in good position. The surgeon performed significant soft tissue releases and implanted a glenoid component, removed the head, and replaced with a smaller size. The investigation could not identify any product contribution to the reported event with the info provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.